Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported that six weeks following an intraocular lens (iol) implant procedure, the iol was exchanged for another iol model due to residual myopia and astigmatism. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in pieces on a wet, folded medical sponge. The optic is torn/cut into three portions, typical of an insertion and removal. A piece of the optic edge is broken (not returned). The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. A power and resolution evaluation could not be conducted due to the lens being returned in multiple pieces. Information in the file indicated that the clinical reason for explant was residual myopia and astigmatism. The file indicated that the monofocal 20.5 diopter lens was replaced with a toric 20.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).